Event description:
It was reported that the patient complained that their heart rate is good at the beginning of exercise but then does not hold once the patient is exercising. The device remains in use as rate response adjustments to the device were going to be discussed with the patient's physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.